Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the iliac artery with heavy calcification and heavy tortuosity. The lesion was pre-dilated and then the 9x29 mm omnilink elite stent delivery system (sds) was attempted to be advanced. The lesion was tighter than expected and the stent dislodged. The stent was removed with the device and balloon dilatation was performed again. A new, same size omnilink elite sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information, it is likely that the failure to cross was due to interaction with the anatomy. Additionally, it is likely that during the attempt to advance against resistance, the stent to become compromised on the balloon resulting in dislodgment. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: device available for evaluation corrected from ni to no.